Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between october 9-10, 2024. H11: six (6) devices were received for evaluation. Three samples did not contain residual fluid in their bladder while the remaining three samples contained 97, 98 and 99 ml of fluid in their bladder. Visual inspection on the returned samples via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow rate test was performed on the samples, and the flow rates were found to be within the product flow rate specification range. Based on the functional flow test result, the six infusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: this event as observed between june 25, 2025 - june 27, 2025. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume infusors underinfused during infusion. The expected therapy time was 24 hours, but the devices still had around 50% of volume remaining. Three devices contained piperacillin / tazobactam (piptaz) 18000 mg in 0.9% sodium chloride (nacl) for a total volume of 240 ml. The other devices contained vancomycin 3500 mg in 0.9% sodium chloride (nacl) for a total volume of 240 ml. A PICC (peripherally inserted central catheter) line and an anti-reflux valve were used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.